Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date approximately six months prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Treatment for the peritonitis event was unknown. On an unreported date, the peritoneal dialysis catheter was removed and dianeal therapy was discontinued. The patient was recovered from the peritonitis event. No additional information is available.